Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (loss of fluid column). The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional steerable guide catheter referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the steerable guide catheter (sgc) leak (10915r511). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) and mitraclip delivery system were inserted into the anatomy. The sgc (11104r331) failed to hold column. The sgc filed with air, the seal was not holding. The only way the seal would hold is if someone put their thumb over the hemostasis valve. Aspiration was performed many times and the sgc was held below the patient¿s leg. A few times the device was brought to the back table and it did hold column but in the anatomy it wouldn't. Another sgc (10915r511) was prepped, and the same issue occurred. The sgc failed to hold column, requiring additional aspiration. The second sgc was continued to be used to complete the procedure. Air did not enter the patient. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay during the procedure.